Event description:
Additional information received reported the patient¿s old implantable neurostimulator (ins) flowed side to side when they walked. It was noted the patient had a non-rechargeable ins that was supposed to last 5-10 years and it went dead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the implantable neurostimulator (ins) was moving freely in the pocket after a fall and after recent weight loss. The device movement was uncomfortable for the patient. There was a surgical revision and the event was resolved without sequela. The event was related to device or therapy and possibly related to implant procedure.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 37744 lot# serial# (B)(4), product type programmer, patient product ID, 355531 lot# n314047, implanted: 2012 (B)(6), product type screening device product ID, 3550-39 lot# n312463, implanted: 2012 b)(6), product type accessory. (B)(4).